Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed no motor movement alarm. Customer's blood glucose was 11 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and self test. Constant pump error 38 alarms during rewind due to severe corrosion on motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 alarms. Unable to verify prime/fill anomalies due to constant pump error 38 alarms. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label, corrosion on force sensor assembly and corrosion on all electronic assemblies.